Manufacturer narrative:
The creatinine reagent lot number and expiration date were not provided. The customer stated that qc had multiple failures. A general reagent issue can be excluded because no further issues were reported and a correct rerun was performed with the same reagent. The field service engineer (fse) found that the nozzle was blocked and the water pressure was low due to a kinked tube. He unblocked the nozzle and replaced the lamp cells and the heat-cut filter. The fse checked the gear pump head and adjusted it. He also found that one of the tubes had a pinhole. He repaired the tubing and adjusted the mixers. The customer performed qc and a hardware check and they were within specifications. The service actions performed by the fse resolved the issue. The root cause was consistent with a maintenance issue.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine assay on a cobas 8000 c702 module. Initial result: 1671 ¿mol/l. Repeat result: 113 ¿mol/l.